Event description:
The customer reported being hospitalized for high blood glucose of 1200mg/dl. The customer stated that she was experiencing high blood glucose for several days. Troubleshooting was performed. Reviewed the programming on the insulin pump. The customer stated that the daily totals were off. Ran a fixed prime and high pressure test and the insulin pump passed the test. The customer stated that she often noticed bent cannulas. It noticed that the infusion set and reservoir were not connected using the correct connection technique. Advised the customer to monitor his glucose level and revert to back up if needed. The customer called back and stated that the insulin pump did not alarm when she was not receiving insulin initially. The customer also stated that the cannula had a 90 degree bend and the infusion set did not alarm either. The customer requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.